Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and defibrillation threshold (dft) test was performed prior to pocket closure. The dft was unsuccessful and an external shock was required to terminate the arrhythmia. The dft was performed once again in reversed polarity and it was unsuccessful again, requiring 4 external shocks to convert the arrhythmia. The position of the system was reviewed using x-rays and no significant abnormalities were observed. The physician then decided to remove the s-ICD system prior to pocket closure and the patient remained hospitalized while an alternative therapy method is discussed with the patient. No additional adverse patient effects were reported. The device is expected to be returned for analysis.